Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for eval. An investigation has been initiated based upon the reported info.

Event description:
The customer reported that a b bolt was placed into a tbi (traumatic brain injury) pt and read an intracranial pressure (icp) of 17. However, after disconnecting the probe from the monitor cable and reconnecting to the same monitor, it showed a negative icp value and then after 2 hours, it showed an icp reading of 7mmhg. This was not believed to fit with the clinical picture. The red depth indicator was reported to be in the correct position. Trouble-shooting was limited as there was no opportunity to connect this spm into the bedside to check the waveform and no option to another monitor as no alternative was available. It was not known whether the readings changed when the pt was stimulated or whether a wound drain on suction or an evd (external ventricular drain) was present. It was unk if the pt was injured or if the event led to an increase in the surgery time. Add'l info has been requested.